Event description:
Implant date: 10/06/2005. It was reported that "when the pt stood up" six days after surgery (2005), "paralysis appeared." A revision surgery was performed the next day to remove the implants. "The pt is under observation."